Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
The pump passed the displacement test and self test. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 23-aug-2025, these pump error(s)/alarm(s) were noted: pump error 4 alarm was found on: 08/23/2025 07:26:08.000 pump error 15 (file number: 0 line number: 1784) alarm was found on: 08/23/2025 07:26:08.000 pump error 4 alarm and pump error 15 (file number: 0 line number: 1784) alarm were confirmed according in the formatted history file, suspected on hw. Insert battery alarm was found on: 08/23/2025 07:27:49.000, 08/23/2025 08:04:27.000. 08/23/2025 10:17:18.000, 08/23/2025 10:27:00.000. 08/23/2025 21:40:19.000. Failed battery alert/battery failed alarm was found on: 08/23/2025 07:26:11.000. Pump error 23 alarm was found on: 08/23/2025 07:28:38.000. 08/23/2025 10:28:04.000. Power loss alarm was found on: 08/23/2025 10:28:20.000. 08/23/2025 10:28:28.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. Also, pump error 23 alarm was expected since the pump restarted due to pump error 15 alarm. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for pump error 23 alarm was not confirmed. However, pump error 4 alarm and pump error 15 (file number: 0 line number: 1784) alarm were confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.